Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years later, a computed tomography angiogram (cta) identified growth of a right common iliac aneurysm during a routine follow up. The physician elected to treat the patient with an ovation ix iliac extender and an afx vela infrarenal stent graft extension. There was no endoleak determined during the procedure. Reportedly, the patient did well and was discharged the following day. The patient will be monitored via scheduled follow up.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years later, a computed tomography angiogram (cta) identified growth of a right common iliac aneurysm during a routine follow up. The physician elected to treat the patient with an ovation ix iliac extender and an afx vela infrarenal stent graft extension. There was no endoleak determined during the procedure. Reportedly, the patient did well and was discharged the following day. The patient will be monitored via scheduled follow up. Additional information: during clinical assessment it was determined that there was a type ii endoleak of the right internal iliac artery.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical evaluation, the reported sac growth was unconfirmed due to a lack of relevant imaging and medical records. However, a type ii endoleak of the right internal iliac artery from the non endologix stent was identified. The event is most likely anatomy related due to absence of an aortic aneurysm (bilateral iliac aneurysms only) and the right common iliac artery diameter of 52mm and left common iliac artery diameter of 36mm (should be 10-23mm). The type ii endoleak of the right internal iliac artery was due to the failure of the non endologix stent to achieve seal in the artery, there was adequate seal at the level of the endologix stent. Concomitant product use condition (use of non endologix stent into right internal iliac artery). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.